Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) delivered an asymptomatic shock. The following day, the physician was initially unable to interrogate the device and obtained a pg fault code. The entire system was subsequently replaced.